Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshooting was performed. Customer blood glucose reading was 160 mg/dl. Customer stopped working after using the insulin pump for 5 years. The customer said alarm reoccurred after changing battery in the insulin pump. Customer said pump has not been stored without battery or with a depleted battery. Customer was advised to observe the time clock and not sure if time advanced. Customer was advised the pump will need to be replaced but she may continue to use it until replacement arrives.

Manufacturer narrative:
Findings: unit alarmed unexpected alarm after battery change and resets time/date, problem isolated to interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.